Event description:
A customer reported that an ophthalmic handpiece exhibited no ultrasounds. Procedure details and patient impact have not been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The handpiece (hp) was received for testing on this investigation. A visual assessment of the returned sample revealed a loose connector. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. Based on the results of this investigation, the reported events of no phacoemulsification and system messages were not confirmed nor replicated. There were no functional problem was found with the returned handpiece during testing. Therefore, the cause of the customer reported events remain inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).